Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right femur on (B)(6) 2018, rep reported that a plate had been placed (B)(6) 2017 to address a distal femoral periprosthetic fracture sustained after patient fell. The patient had a stryker knee construct implanted in (B)(6) of 2016 at the time. No components were explanted, a stryker plate and 15 screws were implanted.